Event description:
A (B)(6) male pt called zoll customer support to report that his monitor's belt connector was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, preventing the monitor from communicating with the electrode belt. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The pt received a replacement monitor.